Manufacturer narrative:
(B)(4). The device was evaluated by a baxter technician. This is an ancillary service event opened during investigation of (B)(4). The root cause of the cracked j2 connector is unknown. No repairs have been performed at this time. If any additional information is received, a follow up MDR will be sent. Conclusion code 19 was selected because this is the most applicable code to the problem. The problem was confirmed. However, the problem cannot conclusively be assigned to a human factors issue. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service.

Event description:
During product evaluation by a baxter service technician, an infuso.r. Pump was found to have a cracked j2 connector. No additional information is available.